Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the surgeon reported the trocar was leaking after insertion of the er320 endoscopic clip applier. Visual examination showed a tear in the outer gasket of the 511sd sleeve and one seal. Both one seal, 511sd and sleeve are included in laparoscopic cholecystectomy kit fdc37. The surgeon finished the case with above reported devices. Increased co2 leakage occurred. No additional info was available. There was no consequence to the pt.